Event description:
It was reported that during a percutaneous peripheral intervention, balloon rupture occurred. The 90% stenosed lesion was located in the moderately calcified and moderately tortuous iliac artery. A 6.0 x 40, 75 cm mustang balloon catheter was used for pre-dilatation. The balloon was inflated at 10 atmospheres on the first and second inflation. During the third inflation the balloon ruptured at 12 atmospheres. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous peripheral intervention, balloon rupture occurred. The 90% stenosed lesion was located in the moderately calcified and moderately tortuous iliac artery. A 6.0 x 40, 75 cm mustang balloon catheter was used for pre-dilatation. The balloon was inflated at 10 atmospheres on the first and second inflation. During the third inflation the balloon ruptured at 12 atmospheres. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: the balloon catheter was attached to an encore inflation device and during an attempt to inflate the balloon, a leak was noted. A microscopic examination of the balloon identified a longitudinal tear of approximately 10mm in length. The tear was running from the distal balloon transition zone to the distal ro marker. The surface ro marker was examined, there were no sharp edges or anomalies noted with the surface of the radio opaque (ro) marker which could have contributed to the failure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).